Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's mother that the implantable pulse generator (ipg) was "faulty" and that the patient "wouldn't have to go through this if the product didn't have issues". The caller also stated that the ipg will be reprogrammed and that the device may need to be replaced if the patient doesn't tolerate reprogramming to a mode non-susceptible to the potential for a device circuit error. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further confirmed that the implantable pulse generator (ipg) was reprogrammed to a non-susceptible mode.